Event description:
It was reported that the patient was experiencing uncontrollable seizures. The patient's pre-vns baseline frequency is unknown. Attempts to obtain additional relevant information have been unsuccessful to date.